Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump displayed 0 units of insulin, and received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 364 mg/dl. The customer delivered a correction bolus with an alternate pump to address bg level. Reportedly, the customer would use alternate pump for insulin therapy.